Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was kinked and fractured in multiple locations and the introducer sheath was kinked in multiple locations. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed that the pusher assembly was fractured and kinked in multiple locations and the introducer sheath was kinked in multiple locations. These damages were likely incidental and likely occurred during packaging for return to penumbra. Due to the incidental damages observed on the pc400 and due to the embolization coil not being returned for evaluation, the root cause of the reported unintentional detachment could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed that a penumbra coil 400 (pc400) had unintentionally detached from its pusher assembly upon removal from the dispenser hoop. The detached pc400 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new pc400.